Event description:
It was reported that after attaching the laser fiber, sparks were emitted, and the fiber snapped after approximately two laser shots. The procedure was completed with another fiber without any issues. The blast shield also appeared to be functioning properly.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported events as the fiber was received in two pieces. The fiber tip was good and there was no anomaly found on the connector. The IFU states: ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after attaching the laser fiber, sparks were emitted, and the fiber snapped after approximately two laser shots. The procedure was completed with another fiber without any issues. The blast shield also appeared to be functioning properly.